Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss (date not reported). Reimplantation is planned but had not taken place at the time of this report.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss (date not reported). Reimplantation is planned but had not taken place at the time of this report.

Event description:
Correction: the initial MDR submitted on february 23, 2022 was filed inadvertently. No device malfunction/ explantation or serious injury has occurred.